Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was intermittently losing capture. There was also a report that there was noise and oversensing resulting in pacing inhibition. The patient had an escape rhythm of approximately 20 to 40 beats per minute (bpm). A revision procedure was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.